Event description:
Allegedly the patient was revised due to the following mom complications: detachment; disconnect; metallic debris; and/or loosened form acetabular; pain; decreased mobility and emotional distress.